Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was selected for an atrial fibrillation ablation procedure. During the final check, the irrigation tubing broke while manipulating the catheter. It was decided that the catheter did not need to apply current and the procedure was completed using this device with no patient complications being reported.

Manufacturer narrative:
The returned device was reported for the tubing breaking while manipulating the catheter. Visual inspection confirmed the luer fitting was separated from the irrigation tubing and was not returned with the device. The adhesive and irrigation tubing were torn open at the proximal side. The steering knob and the tension control knob functioned properly on both lock and unlock positions during the functional testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was selected for an atrial fibrillation ablation procedure. During the final check, the irrigation tubing broke while manipulating the catheter. It was decided that the catheter did not need to apply current and the procedure was completed using this device with no patient complications being reported.